Event description:
It was reported by the rep that the scrubs nurse was getting set up for a case. They opened the trocar and it did not engage properly. Opened a new trocar to complete the case. There was no consequence to pt.